Event description:
This pump is reporting less than it actually delivers. It is not known if this occurred while infusing on a pt. Info regarding pt demographics, medication being delivered and pump programming was requested but none was available. Info regarding injury or medical intervention was not provided.